Event description:
The right port of the exactamix 1000 ml eva container contains a hole that is not visible to the naked eye. The leak was discovered after being filled. "Is the product compounded: no; is the product over-the-counter: no."